Event description:
It was reported to philips that the device failed self test.there was no patient involvement.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).

Manufacturer narrative:
The customer worked with the technical support representative. The customer wanted to know cost of service verses the cost to purchase new device. The customer after analyzing cost of repairs decided to not to service the device. No further actions at this time. The customer can come back to philips if they wish to repair device.